Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique during fill cycle one of peritoneal dialysis (pd) therapy. The hp stated that the setup was compromised (details not reported). The technical services representative (tsr) assisted the patient in ending therapy. The patient would complete therapy using new supplies. There was no patient injury associated with this event. No additional information is available.